Manufacturer narrative:
(B)(4).

Event description:
A report was received that the clik anchor was protruding from the back causing pain. The physician believed that the pain was due to the clik anchors being shallow. The patient will undergo a revision procedure wherein the anchors will be buried deeper to eliminate the pain.